Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 230 mg/dl. Customer stated they received the open book image on the pump screen. Customer also stated that insulin pump was exposed to moisture. Customer stated there was fluid in the battery compartment. Customer states o-ring is in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. Customer states the home screen did not appear on the display. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine blank display due to critical pump error.